Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter read inaccurately high in comparison to the patient¿s feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on (B)(6) 2018 at 2.00pm, her meter allegedly began to read inaccurately high. The patient explained that she obtained inaccurately high readings of ¿140, 202 and 149 mg/dl¿ on the subject meter compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that she manages her diabetes with oral medication (metformin; 500mg) and explained that she did not take any action in response to the alleged inaccurate high readings. The patient advised the csr that she began to feel ¿shaky and hungry¿ at approximately 3.45pm and self-treated with more food and drink immediately after obtaining the reading of ¿149 mg/dl¿. She denied performing a blood glucose test on any other device. At the time of troubleshooting, the csr confirmed that the correct unit of measure was used and that the patient¿s test strips had been stored correctly and were within expiry date. The csr walked the patient through a control solution test which fell within the specified range on the test strip vial. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining inaccurate readings with the subject device.